Event description:
It was reported that pump insulin gauge displayed an amount different than what customer expected, with fill estimate consistently lower than anticipated despite insulin delivery and correct cartridge preparation. There was no reported impact to the customer¿s blood glucose level. Customer reloaded same cartridge with guidance from technical support, disconnected and delivered test bolus as instructed, then filled and loaded new cartridge from same lot, but fill estimate remained lower than expected, and case was escalated for further assistance.